Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07788. It was reported that a guidewire fracture occurred. The target lesion was located at the left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotalink¿ plus fractured the rotawire¿ outside the patients body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink plus device with a rotawire. The sheath, coil, and burr were microscopically and visually inspected. The handshake connections were bent on the advancer and burr units. The advancer unit and burr unit were received separated and the advancer knob was received tightened in a forward position. The annulus of the burr was not rounded and flared. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07788. It was reported that a guidewire fracture occurred. The target lesion was located at the left anterior descending artery. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During preparation, it was noted that the rotalink plus fractured the rotawire outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.